Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep observed broken and missing iab fill port, part not in mobile consignment. The company rep replaced the luer fitting (part number 0103-00-0398-01) for normal fill port on crm. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that he iabp unit had an intermittent problem and only works sometimes. No patient was involved. The service rep clarified the description above as: "could not auto-fill balloon".